Manufacturer narrative:
The device history record (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. A review of the technical service on site showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the date of treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 percent and all laser system functions were with specifications on the date of treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported photophobia at the one month post bilateral lasik visit. Vision is good. There are two medical device reports associated with this event. This report reference the right eye.